Manufacturer narrative:
Concomitant medical products: product ID 977a275 lot# serial# (B)(4) implanted: explanted: product type lead. Product ID 977a275 lot# serial# (B)(4) implanted: explanted: product type lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4) , ubd: (B)(6) 2019, UDI#: (B)(4) ; product ID: 977a275, serial/lot #: (B)(4) , ubd: (B)(6) 2019, UDI#: (B)(4) date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient called to donate equipment, and says the reason is "because it wasn't working, it stopped working about 2 weeks ago". When asked for more information, they said "I don't know it was something with the battery that's all I know". The ins was explanted; they said they had a new device put in and said it was a non-medtronic product.